Event description:
It was reported that the device was explanted after approximately zero days, due to unk reasons. No further details were provided. Information learned from implant pt registry.

Manufacturer narrative:
Device not returned.